Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was expected for analysis, but to date it has not been received, additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the deltaplush cerecyte microcoil 2 mm x 6 cm could be inserted and push only with high resistance through the echelon 14 microcatheter (mc). During withdrawal, the coil fractured in the mc, and it was reported that was withdrawn with difficulty. However, no additional intervention was required and no adverse event was reported.

Manufacturer narrative:
During the procedure, the deltaplush cerecyte microcoil 2 mm x 6 cm could be inserted and push only with high resistance through the echelon 14 microcatheter (mc). During withdrawal, the coil fractured in the mc, and it was reported that was withdrawn with difficulty. However, no additional intervention was required and no adverse event was reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not returned for analysis, and the cause of the failure (fracture) could not be confirmed. But, with the available information it indicates that the resistance may have contributed to the event. The DHR for the device indicated the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The initial report indicated that the deltaplush cerecyte microcoil 2 mm x 6 cm coil fracture, but additional information indicated that the coil stretched during the procedure. Additionally, during the procedure the coil could be inserted and push only with high resistance through the echelon 14 microcatheter (mc), and during withdrawal, the coil stretched in the mc, because there was withdrawn with difficulty. All guidelines were followed during use of the coil and mc. After the event, the coil did not remain attached to the delivery system. However, no additional intervention was required and no adverse event was reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not returned for analysis, and the cause of the failure (stretch) could not be confirmed. But, with the available information it indicates that the resistance may have contributed to the event. The DHR for the device indicated the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.